Event description:
It was reported that the right ventricular (rv) lead dislodged and was oversensing the atria the day after implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.